Event description:
Reporter noted difficulty getting instruments through 25g trocar. Removed and replaced "tight" trocar. Felt cannula was too small in diameter. Other two trocars were fine. No pt injury.

Manufacturer narrative:
H-10: waiting for evaluation results.